Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduced intrinsic amplitude. An xray was done, and the doctor stated there was electrode migration. The system was programmed off and the doctor will revise it at a later date. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that a procedure was done to reposition the electrode. A three-incision technique was used, and the electrode tip was tied down. The pulse generator remains. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a reduced intrinsic amplitude. An xray was done, and the doctor stated there was electrode migration. The system was programmed off and the doctor will revise it at a later date. There were no additional adverse patient effects.